Event description:
The customer reported the system displayed uninterpretable images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera and image intensifier were cleaned. The system was then found to be operating as intended.